Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported that a patient¿s pump was explanted (B)(6) 2015 due to infection and the whole infusion system was removed. No drug or patient outcome was reported. Follow up was conducted to obtain further information but was not available at the time of this report. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that the patient's last refill was on (B)(6) 2015. It was unknown if a culture had been obtained and the patient's infection was reported as resolved. The type of medication being delivered via the device system was gablofen.